Manufacturer narrative:
Reporter is a synthes employee. Product code #: 314.03, synthes lot #: 4032451, supplier lot #: 4032451, released to warehouse: december 10, 1999, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint device small hexagonal screwdriver shaft (product code: 314.03, lot number: 4032451) was returned to customer quality (cq) west chester for investigation. The driving tip of the screwdriver shaft was stripped, and the item showed signs of corrosion. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Small hex screwdriver shaft 100mm. Dimensional inspection: diameter: measured dimension, conforming. Measuring device used: caliper. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the driving tip of the driver shaft was stripped and presented signs of corrosion, hence the complaint was confirmed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, after inspection of the back up instruments, these were set aside for complaints. No patient involvement. This report is for one (1) small hexagonal screwdriver shaft. This is report 4 of 7 for complaint (B)(4).